Event description:
A nurse reported that during surgery, after the probe had been inserted into the pt's eye, the system stopped working. They tried rebooting without success. Nothing appeared on the screen and all the outlets of the operating room had blown. In order to complete the procedure, another system was brought in and used. The procedure was completed successfully and no harm to the pt was reported. Pt identifiers were not disclosed. This is the second of two reports from the same facility.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary when additional reportable info becomes available. (B)(4).